Event description:
It was reported that during a proctocolectomy procedure about three hours into the procedure the electrode popped up. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): added additional information. The device was received with the electrode broken off and not returned. The ceramic was cracked but sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode were found on the active rod.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.